Event description:
During a breast procedure, the surgeon, while using an esu pencil, briefly rested the insulated section of pencil down on the patient and the patient received an indirect burn when pencil activated. The burn occurred where the removable esu electrode blade was seated into the electrode handpiece. Both pencil and electrode removed from the generator and replaced, and case proceeded without additional incident. All items involved (esu, handpiece, and electrode tip) was sequestered and sent to biomedical engineering for reporting and contact with manufacturer. Manufacturer response for electrode, coated blade, megadyne e-z clean (per site reporter). Awaiting response. Manufacturer response for electrosurgical handpiece, breast pack procedure kit (per site reporter). Awaiting response from manufacturer. Cautery pencil part of single use breast procedure kit. No manufacturer identification on cautery pencil.